Event description:
It was reported that the customer experienced high and low blood glucose levels. The blood glucose reading at the time of the call was 530 mg/dl, which the customer treated with a manual injection. The customer's husband stated that the infusion set cannula was bent. The customer complained of thirst due to high blood glucose. At another time, it was also reported that the customer had high blood glucose readings of 600 mg/dl and was vomiting. The customer's husband called again a day later, stating that at dinner, the customer's blood glucose reading was 38 mg/dl, which she treated by eating. The customer also reported other cases of high blood glucose, which she treated with the insulin pump. Upon troubleshooting, it was found that the insulin pump failed the displacement test once, but it passed on the second attempt. The customer was unsure whether the insulin pump went through a magnetic field. She was not admitted as an inpatient for medical treatment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.